Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to needle stick as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set was used and there was a needle stick injury during use. The following information was provided by the initial reporter: material no. 367281 batch no. 8d2611 it was reported that rn suffered inadvertent needle stick while drawing labs on a patient. Rn suffered inadvertent needle stick while drawing labs on patient with new vacutainer safety-lok blood collection set. Previous collection set had a button to retract needle whereas this new set requires more manipulation to protect needle post blood draw.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set was used and there was a needle stick injury during use. The following information was provided by the initial reporter: material no. 367281, batch no. 8d2611. It was reported that rn suffered inadvertent needle stick while drawing labs on a patient. Rn suffered inadvertent needle stick while drawing labs on patient with new vacutainer safety-lok blood collection set. Previous collection set had a button to retract needle whereas this new set requires more manipulation to protect needle post blood draw.